Event description:
The doctor claims that he has experienced post-operative fever as high as 38.0 degrees c, up to post-operative day #14 with almost 70% of the pt's with hemashield woven double velour grafts since the beginning of 1999. The doctor has stated that the exact cause of the fever is unk. In each case the pt's present condition is unk. Note: no further info is attainable.